Manufacturer narrative:
The pump is not being returned to animas for eval. The pump is out of warranty. The pt also refused to return the pump at this time.

Event description:
On (B)(6) 2010, the pt contacted animas alleging that the pump did not give a low battery or replace battery warning. The pt claimed that the battery icon was full and then the pump screen went blank. The pt did not allege any harm or injury because of the reported issue. The pt denied rebooting the pump or that the case was cracked. The pt indicated that she had never replaced the battery cap. A review of the pump's alarm history revealed all low and empty cartridges. The alarm history did not show any replace or low battery alarms for the first 10 alarms. Based on the info provided, this complaint is being reported due to the allegation that the pump did not give a low or replace battery warning before the device went blank. There is no evidence, however, that the alleged issue contributed to a serious injury. The pt did not allege any harm or injury because of the alleged issue.